Manufacturer narrative:
H6 .updated conclusion codes per final investigation.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. H6: code 10: the gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned to gore for analysis and an engineering evaluation showed the following: the guidewire was removed from the device with significant force. While inserting a guidewire though the leading olive, resistance was felt in the handle. The findings of the evaluation are consistent with the reported event description that resistance was encountered during advancement of the guidewire. Although the guidewire was able to be removed from the device, there was resistance in the catheter that made it difficult to remove the guidewire. This resistance is consistent with the reported event description that the guidewire was unable to be removed. Based on the DHR review and the device evaluation, the root cause for difficulty advancing guidewire and inability to remove guidewire could not be confirmed.

Event description:
On an unknown date in (B)(6) 2020, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with gore® tag® conformable thoracic stent graft with active control system for. Strong resistance was noted when inserting the device along the guide wire. The stent graft was deployed successfully, however, the delivery catheter was not able to be removed from the guide wire. The delivery catheter was removed from the patient with guide wire. No adverse event was reported. The reported device will be returned to gore for analysis and the results will be provided in a supplemental medwatch.